Event description:
Patient who when transfered to an ambulance was then found in cardiac arrest, this defibrillator powered on with a "battery low" message displayed and after the battery was replaced displayed the message "need service-energy low" soon after the shock button was pressed and was unable to defibrillate the patient. The patient was shocked several times with a hs-xl and CPR was performed. The patient remained in vf and was transported to a hospital where she was again defibrillated 3 times with another defib and was pronounced. The hospital did not report the cause of the incident or that the hs3000 contributed in any way. The user said the hs3000 is checked before starting shift every morning and on the day, it was checked with no problem found. Back at the station, the unit again prompted "needs service-energy low" when the shock button was pressed. The mcm has been cleared by the customer and no printed incident report was available.